Manufacturer narrative:
The report source was the user facility, not attorney.

Manufacturer narrative:
The sample device is indicated as unavailable for evaluation. Without the device or any visual evidence to examine, the complaint cannot be confirmed and the root cause cannot be concluded. If additional information is provided in the future, the investigation will be re-evaluated as needed.

Event description:
1.9 fr PICC 26 ga introducer passage performed successfully in the 3rd attempt in the left lower limb, dorsal region of the foot (saphenous), 22 cm introduced with no difficulty, secured with clear little bear IV, maintained good infusion. Following the x-ray, I was called from the bed by the mother (B)(6), who said the syringe had detached from the catheter; however, upon verification, the catheter was noted to have completely ruptured in the hub (fragile material?) As reported by the mother, the child made a movement that led to the rupture, I have reported it to dr. (B)(6) and coordinator (B)(6), technovigilance opened for evaluation of potential defect.